Event description:
It was reported during a left sided ablation procedure air bubbles were noted inside the brk transseptal needle. No other anomalies were noted. Another needle was used to complete the procedure. There were no consequences to the pt. Additional info was requested but was not available.

Manufacturer narrative:
The device has been returned to sjm. Investigation has not been completed. When analysis results are available or additional info becomes available, a follow-up report will be sent.